Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. The battery longevity had decreased from four years to six months over a period of approximately 18 months. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device. The battery longevity had decreased from four years to six months over a period of approximately 18 months. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient. Should additional information become available, this report will be updated.